Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] -staphylococcus hominis (13 cfu), pseudomonas aeruginosa (10 cfu) [second time; (B)(6) 2021] -staphylococcus pasteuri (1 cfu), pseudomonas aeruginosa (1 cfu), pseudomonas aeruginosa (1 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, s3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (6 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was an insulation failure at the insertion section. Distal end was cracked and chipped. The bending section rubber glue was worn out. Insertion tube was wrinkled. The device cover had a gap. Suction cylinder mark was faded. Air/water cylinder mark was faded. Biopsy channel inner wall was scratched. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.